Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt reported his blood glucose has been elevated all day. Pt stated his blood glucose ranged from 484 mg/dl to 'hi'. Pt reported he has been having a lot of trouble with air bubbles and elevated blood glucose. Pt stated he did not receive an error message or an alert on his infusion device. Pt reported he waits about 30 minutes for his insulin to warm to room temperature. Advised pt to wait maybe an hour. Pt reported he does notice an air bubble in his cartridge. Assisted pt in an attempt to prime out the air bubble. Pt stated after the prime, the air bubble was still present. Pt upset that he just wasted 25 units of insulin. Pt reported that he does not think an air bubble has caused his elevated blood glucose issues today. Pt declined to continue priming the insulin. Advised we can remove the insulin cartridge and attempt to tap out the air bubble. Pt attempted to tap the cartridge numerous times with no luck. Pt tried to push the air bubble out; did not want to continue because insulin was coming out and he did not want to waste it. Pt decided to change his infusion site, the infusion tubing and the infusion adapter. Assisted pt with completing a change the cartridge process. Pt stated he would continue on his own. Unable to continue to troubleshoot. Pt reported he treated himself with a manual injection of insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.